Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has exhibited a "cassette locked but not latched" alarm for the second time. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the latch lock flex, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.